Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. Customer also experienced hyperglycemia and the blood glucose value was 500 mg/dl. The customer was assisted with troubleshooting. Customer stated that self test passed, displacement verification test passed and high performance test on 2.6 unit. Customer stated that insulin pump was not exposed to high magnetic field. Customer stated insulin exited at the quick release. The device will be return for analysis.